Event description:
The customer reported that the light has paint chipping off of the spring arm and main arm due to impact with the downtube and other main arms. The hospital has been experiencing some paint chips falling onto operation room floor and into the sterile field during certain procedures. No injuries were reported. (B)(4). Maquet is aware of a total of 6 similar events involving 6 separate devices. These 6 events are being reported in the MDR's #9710055-2015-00060 through 9710055-2015-00065.

Manufacturer narrative:
A maquet (B)(4) visited the facility, and met with the customer. They determined that this event is due to the age of the light (20+ years old) and the arms constantly colliding against one another for many years. The customer has covered areas of the light where the chipping is at its worst. The prismatic series yearly preventive maintenance program includes a verification of the "painting condition, especially in the event of shocks".